Manufacturer narrative:
The device was returned with the needle mechanism fully deployed and adhesive pad attached to the bottom housing. No damages or deficiencies were found during the investigation that would result in the cannula becoming dislodged from the infusion site. The exact cause of the reported dislodging event could not be conclusively determined. No damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. During the investigation, the external soft cannula was found to have a tear. The timing and cause of the soft cannula damage could not be determined. Cracks were observed on the top and bottom housing of the returned pod, the causing and timing of the cracks could not be determined. Evidence of fluid ingress was found on the pcb. The fluid path was tested for leaks by clamping below the external tear, no internal leaks were found. It could not be conclusively determined if the cracks allowed for fluid to leak inside the device.

Event description:
It was reported the patient's blood glucose level (bg) rose to >250 mg/dl while wearing the pod between 24 and 36 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. As treatment, the patient successfully activated a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.